Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed, required maintenance. The customer mentioned drawer would not open to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, july 28, 2020, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the aux full height drawer 3 with failed to close error. A field service engineer opened the back panel and found that the magnet was missing from the inseparable. Fse removed the drawer from the station and replaced the inseparable, then returned the drawer to the station and rebooted the device. After the reboot, the customer was able to successfully recover the drawer. The system functioned as intended after the field service engineer repaired the device.